Manufacturer narrative:
This device was used for treatment, not diagnosis. Phisitkul, p., mckinley, t., nepola, j., marsh, j., (2007), complications of locking plate fixation in complex proximal tibia injuries, journal of orthopaedic trauma, 21, 83-91. This report is for an unknown liss system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: phisitkul, p., mckinley, t., nepola, j., marsh, j., (2007), complications of locking plate fixation in complex proximal tibia injuries, journal of orthopaedic trauma, 21, 83-91. This was a retrospective case series conducted at a university level I trauma center. Between january 2002 and march 2005 thirty-seven patients with complex proximal tibia fractures were treated with locking plates. The patient¿s age range is 22 years to 71 years old. There were 22 men and 15 women. All fractures were treated with locking plates (less invasive stabilization system (liss)). The complications are twelve fractures healed without any complications. Eight patients developed deep infections that required operative debridements, and 5 of them had a hardware removal; 1 eventually required an above knee amputation. Eight cases had postoperative malalignment, with hyperextension as the most common deformity. Three cases had loss of alignment into varus during healing. Other complications were 4 hardware irritations, 1 peroneal nerve injury at the distal part of a 9-hole plate, and 1 tibial tubercle nonunion. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves an unknown liss system.